Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: fold creases, wear abrasion and two curved openings. A microscopic analysis and leak test were performed which identified one opening crease sharp, partial delamination of valve and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening. One opening striated in the side anterior assessed as surgical damage. Partial delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.